Manufacturer narrative:
Additional information: updated with lot #: 671ag9kb6j2. Analysis on the returned pcoip resulted in an electrical failure that was found when analyzed. Analysis states that when the client was tested, there was 5 software reboots. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the pcoip component was required to be replaced. Once replaced, the system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. Other relevant device(s) are: product ID: 9735796. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the camera cart was displaying pcoip error message intermittently. There was no patient present when this issue was identified.